Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited an ECG equipment failure. The fse evaluated the device onsite. The fse performed operational checks, and all tests passed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction observed. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed operational checks and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #: (B)(6).

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an ECG equipment failure. There was no reported patient involvement.